Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2014 with the following findings: the battery compartment was cracked. The pump booted on to a dim and discolored display. A test cap was used for the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display was dim. This report is made based on results of investigation completed on 11/13/2014.